Manufacturer narrative:
Result evaluation - MFR is unable to fully evaluate this report, as the user facility did not retain the sample involved and has not responded to requests for return calls. If there was a crack in the unit, it would not have likely caused blood exposure as universal precautions are taken during the draw. Without the sample, there is no way to determine if there was an incomplete filter or missing filter in the unit. Another possibility would be the user's technique of expelling the air from the filter-pro air bubble removal device. A review of the manufacturing records does not have any remarks that would have an impact on this report. A review of the device instructions for use reveals that there is a precuation that states "failure to advance plunger slowly may disengage filter-pro resulting in splashing of blood." There is also a work step, a.4, that states "stop pushing the plunger when sample wets the filter. Pressure may relase filte-pro from the syringe." Without the sample, we are unable to determine if this was due to a product malfunction or user error.